Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump alarmed during rewind due moisture damage on motor assembly noted. The insulin pump was unable to perform displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to constant alarms. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.